Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported PICC inserted in patient on (B)(6) 2024. Used for chemo. Detected leakage from insertion site at start of treatment on (b)(8) 2024. The piccline was removed, and there is a hole in the catheter approximately 7-8 cm from the securement wing. Delay in treatment since the patient has to have a new piccline inserted. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported PICC inserted in patient (B)(6) 2024. Used for chemo. Detected leakage from insertion site at start of treatment (B)(6) 2024. The piccline was removed, and there is a hole in the catheter approximately 7-8 cm from the securement wing. Delay in treatment since the patient has to have a new piccline inserted. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: exit site marking of PICC after placement 39cm, above ECG tip confirmation, secured with statlock, glue. Infusates were sodium chloride 0.9%. PICC used for oncology treatment. Leak internal/ inside the patient. No additional comments.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter was confirmed and was determined to be use related. The product returned for evaluation was one 4 fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed in the catheter tubing between the 5 cm and 6 cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned fracture edges which were rounded and polished due to repeated material wear 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported PICC inserted in patient on (B)(6) 2024. Used for chemo. Detected leakage from insertion site at start of treatment on (B)(6) 2024. The piccline was removed, and there is a hole in the catheter approximately 7-8 cm from the securement wing. Delay in treatment since the patient has to have a new piccline inserted. No other information was provided.